Event description:
It was reported that the pt's pump was interrogated prior to normal refill. The logs indicated a motor stall in 2008. The motor stall occurred as the result of a MRI. The pt did not have the pump checked after the MRI. The logs also noted a tube set error message 48 hours after the stall indication. A motor stall recovery message was noted the day of the pump interrogation. No change in therapy was reported. The drug contained in the pt's pump was not reported.

Manufacturer narrative:
The device is included in the medical device correction, important info on potential MRI effects (august 2008).